Event description:
It was reported that after a thr, the patient presented pain, a revision surgery was performed and the acetlr cup hap 52mm w/ imptr was well fixed, the head was cut off and a primary hip stem was implanted. Surgery was performed, without any delay. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
B4: description updated. D4, d10: part number and UDI updated. Concomitant added.

Event description:
It was reported that, after a bhr system had been implanted on an unspecified date, the patient experienced pain. A revision surgery was conducted on (B)(6) 2022 to address the event. The cup was well fixed. The femoral head was cut off to convert to a thr with a primary stem. Patient current health status is unknown.

Manufacturer narrative:
H3, h6: it was reported that revision surgery was performed due to pain. The femoral head was removed to convert to a thr with a primary stem. The well fixed acetabular cup was retained. The patient's current health status is unknown and the device, used in treatment, was not available for analysis. A review of historical complaints data was performed using the part numbers and the reported failure modes to evaluate patterns of repeated failures or defects in a timeframe prior 12 months as of the complaint aware date. Other similar complaints were identified for the part numbers and the reported/related failure mode. However, as the devices are no longer sold, no action is to be taken. As no device batch numbers were provided for investigation, a manufacturing record review could not be performed. If more information is received, this investigation will be reopened. Insufficient information was made available to determine the revision of IFU applicable to the device at the time of manufacturing. Review of the current IFU revision found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible. No further escalation actions are required. No details have been provided which could aid a clinical / medical assessment of the case. The patient's current condition is unknown and the patient impact could not be determined based on the limited information supplied. Based on the available information, we cannot confirm the reported complaint and our investigation remains inconclusive; no definitive root cause can be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated. D11: concomitant medical products and therapy dates. G4: 510k. H6: impact code.